Event description:
It was reported that a user of the ilet bionic pancreas experienced a period of hyperglycemia after not announcing a lunch meal and lemonade, followed by hypoglycemia attributed to correction dosing for the prior spike; the user treated the low with oral carbohydrates and glucose sources, and cgm was libre 3+ with an infusion set in the abdomen. Symptoms included headache during the hyperglycemic period and hypoglycemia confirmed by a glucometer. Outcomes included an unexpected need for medication intervention in the form of oral glucose to address the low. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, namely missed meal announcement and subsequent corrective dosing that contributed to the low. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.